Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this patient's right atrial (ra) lead required repositioning. During the revision procedure, when the physician loosened the ra setscrew, the setscrew came out of the device header. An attempt was made to replace the setscrew; however, then noise was observed on the ra channel. It was suspected that the header was damaged from re-threading the setscrew. The lead and device were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the ra setscrew seal plug. The ra setscrew was missing. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.